Manufacturer narrative:
Patient ID was not available for reporting. This report is for two unknown screws. Part and lot numbers were not available for reporting. Other¿UDI# is unavailable.the reported screws were not reported to have been explanted. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that a planned revision surgery was performed on (B)(6) 2015 to lock the bone fragment and remove an external-fixator (ex-fix). The surgeon noted that it took significant more force to move the fragment than anticipated "probably because of the healing [at the] docking point on the medial side. Three unknown screws were implanted to dock the bone fragment to the existing 4.5mm variable angle locking plate, two of which bent slightly during insertion. The two bent screws were noted by the surgeon on the postoperative x-rays. The bent screws were left in place because the docking of the bone fragment was achieved. The surgery reportedly went as planned. During a follow up examination on (B)(6) 2015, it was reported that the patient continued extensive callus formation on the medial side of the docking site. All wounds were healed with no signs of infection. Please see related complaints (B)(4) for additional events reported for this patient. This report is for two unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found that the devices were not synthes products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found that the devices were not synthes products.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received from x-ray evaluation was performed by synthes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-rays were reviewed by the synthes manufacturer and it was confirmed that some bending of the screws was observed.